Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) review could not be performed as the serial number is unknown. Attempts to retrieve additional information are in process. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors, may have contributed to this event but the cause is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a mitral valve was explanted and replaced with another edwards valve due to calcification after an implant duration of approximately six years. No additional information was provided.

Manufacturer narrative:
Device evaluated by manufacturer: report of calcification and stenosis was confirmed. X-ray demonstrated heavy calcification on leaflets 1 and 3, moderate calcification on leaflet 2, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9 mm on leaflet 1 at the inflow aspect and 8 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 6 mm near commissure 2 on outflow aspect. The sewing ring was cut around the valve and exposed the wireform around leaflet 2 at both aspect of the valve. Calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.